Event description:
It was reported that during reprocessing of the double grasper instrument, it was noted that the cable at the end of the instrument was frayed. There was no report that any piece(s) from the instrument fell into a patient and there was no report of any patient harm or adverse event involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument grip cable is frayed at the distal idler pulley. Small frayed strands stick out at the wrist. It was concluded that the grip cable frayed because it derailed while seated on the outer pulley, which exposed the cable. During continuous motion the cable rubbed on the edge of the pulley. Additional observation not reported by site is that the failure analysis also found that one grip cable is derailed from the distal idler pulley. The grips open and close, but the movement is not precise. It was concluded that the cable likely derailed because it lost contact with the pulley during wrist articulation. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.